Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The test battery was removed and reinserted with no failed battery test alarm or bad battery alarm or weak battery alarm noted during testing. Device uploaded properly using carelink. Device had scratched case, broken battery tube threads, stained keypad overlay, cracked reservoir tube and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 430 mg/dl and 25 mg/dl. Customer was dispatched from emergency room service for low blood glucose. Customer's other blood glucose was 130 mg/dl, 105 mg/dl, 45 mg/dl, 148 mg/dl and 40 mg/dl. Based on customer report customer does not allege pump was under delivering. Customer stated that insulin squirting out when priming. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with intravenous with sugar. Customer stated that drive support cap was normal. The insulin pump will not be returned for analysis.